Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and it is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced pain, swelling, inflammation, and infection at the incision site, and was treated with antibiotics (specific type and duration not reported). The implanted device remains.